Manufacturer narrative:
The fraxel treatment tips do not delivery any energy and no treatment data is stored on the tip itself; there is no information to gather from their return. The exception to this would be if the fraxel tip plastic housing or component scratched the patient. For other reported events, tips are not a viable source of evaluation data. System has no system/data logs that can be reviewed. System has software safeguards (such as a power on self-test) that will trigger error/event codes should system be outside of acceptable limits. The provider can also utilize the burn paper to confirm system laser is providing correct pattern/coverage. The provider performed a burn paper test and sent it to product support for review. Review of the burn paper showed proper pattern/coverage. It was confirmed that the system was providing correct laser coverage and working within specifications. The treatment settings review shows the that settings were within guidelines. However, they were at the high end of the guideline, which is an aggressive treatment setting. It is noted that at these settings, if there was some accidental overlapping with adjacent treatment zones that there is a possibility a blister may occur as a result of user technique unrelated to equipment malfunction. According to fraxel user manual (p009220-03 rev. A), burns and erythema are known possible complications of fraxel treatment. Blistering or burns may develop over the treated areas. The possibility for scarring exists even with non-ablative fractional laser devices such the fraxel 1550, fraxel 1927 and fraxel dual 1550/1927 laser systems. Local scarring may occur directly from laser exposure if treatment procedures are not followed properly, or from infection or physical irritation such as picking and rubbing. Mild-moderate transient erythema is an expected response. However, if erythema is severe or persists significantly longer than expected, re-treatment should be avoided until the condition resolves. Reaction may vary on a patient-by-patient basis. Based on the available information, blisters and erythema are known possible complications of fraxel treatment. The lot history, trend analysis, risk analysis and/or directions for use review are considered acceptable, with the product performing within anticipated rates. No corrective action is necessary at this time. The investigation is complete.

Manufacturer narrative:
The product was not returned for evaluation. Final test verification specifications are acceptable. No non-conformities or anomalies were found related to this complaint when reviewing the device history record for serial/lot number (B)(4), manufacturing date: 03/21/2007. The investigation is ongoing.

Event description:
A user facility in (B)(4) reported that a patient experienced blisters and erythema on the left and median lumbar region 1-2 hours after a fraxel re:store treatment. It was reported that 10cm2 of the body was treated. Wavelength 1500 was used, energy 70mj, level 7/20%, 8 passes. No system errors occurred and nothing out of the ordinary was observed during the treatment. This was the third use of the treatment tip and no burn test was performed prior to using the tip. The customer states that the system and handpiece had recently been repaired. Secondary intervention was necessary, including evacuation of the blister fluid, cortisone ointment, and cicaplast cream. The patient has no lingering symptoms and there will be no permanent damage or scarring.